Manufacturer narrative:
An event regarding loosening, crack/fracture and altr involving an accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: a visual, functional and dimensional inspection was not performed as the device was not returned. -medical records received and evaluation:insufficient information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pathology report, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2005 where she was implanted with an accolade hip. It is further alleged that the device loosened, failed, fractured, caused metallosis, and had to be removed approximately 8 years post-op on (B)(6) 2013.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Legal case.

Event description:
It was reported through the filing of a lawsuit that allegedly the patient underwent a total hip arthroplasty on (B)(6) 2005 where she was implanted with an accolade hip. It is further alleged that the device loosened, failed, fractured, caused metallosis, and had to be removed approximately 8 years post-op on (B)(6) 2013.